Event description:
New information received notes the right ventricular (rv) lead and atrial lead presented with clavicular crush. The leads were explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Event description:
Related manufacturer reference number: (B)(4). It was reported, a patient presented in clinic with lightheadedness. The atrial lead had oversensing noise with inappropriate automatic mode switch (ams) and a high capture threshold. The right ventricular (rv) lead had oversensing noise with pacing inhibition. Programming changes were made to restore normal parameters. After which, the patient was stable. The leads were later explanted and replaced in a procedure on (B)(6) 2023.

Manufacturer narrative:
The reported events were oversensing noise, unacceptable threshold, and clavicular crush. The reported event of oversensing noise and unacceptable threshold were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported events of oversensing noise and unacceptable threshold was due to the exposure to the outer insulation in the abrasion zone consistent with friction to the device can. The reported event of clavicular crush was not confirmed. Visual and x-ray examinations of the lead did not find any indication of clavicle crush.